Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user noticed that the long bipolar grasper instrument had a broken conductor wire. The instrument was removed and replaced with a backup. Following this, the user continued with the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the long bipolar grasper instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to fail the backdrive testing for noise and stiffness on an in-house system. The yaw/pitch motor modules, harmonics and yaw/pitch housing flat flex cables (ffc's) were inspected and although no faults could be identified they are consistent with the reported issues. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the issue is the yaw/pitch motor module, harmonics, and ffc's within the usm.